Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the incident happened in the pediatric hemodialysis department of the children hospital. After the insertion of the new catheter following the incident reported in a previous report, this new catheter leaked. It leaked at the level of the funnel/proximal end because it was cracked. Clinical consequences: not reported, another catheter was inserted.